Event description:
Procedure type: nephrectomy. According to the reporter: during procedure the product got broken and broken plastic parts fell into the cavity in the pt. Confirmed all the pieces fell into the cavity could be retrieved, which made operating time extended more than 30 min. The doctor considers the large kidney of the pt might possibly cause the event. Additional tissue reaction: no. Tissue damage: no. No bleeding.

Manufacturer narrative:
(B)(4).